Manufacturer narrative:
The insulin pump was received with a broken battery cap, a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The insulin pump had a blank display due to a corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a cracked and damaged battery cap on the insulin pump. The customer's blood glucose was 15 mmol/l. It was confirmed that the issue did not result in a serious injury or hospitalization. Advised that a replacement would be sent. Nothing further reported.